Manufacturer narrative:
Serial # = na.

Event description:
It was reported that during a wedge resection of the lung procedure, the second reload fired only one side of the staple line and fully cut. This produced a hole in the lung. Another device was used to complete the procedure. There was no patient consequence.